Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 had failed. A field service engineer (fse) identified that the main half height cubie drawer 5.1 pockets were not detected on the bus. The drawer controller board was replaced, and the drawer was tested successfully. The medication system was restored to full operation and was verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed drawer that was unable to recover. The customer stated that they had powered the unit off and on and attempted to recover the drawer, but the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station or main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.